Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the locking cap of the tubing set cannot be closed tightly. No specific details provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.